Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033189) on (B)(6) 2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: fallopian tubes"), dysfunctional uterine bleeding ("my period continued non stop for three months in the form of spotting/dub") and genital haemorrhage ("I experienced a hemorrhage after the essure was removed") in a (B)(6) female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment failure "uterine ablation unsuccessful". The patient's past medical history included stretch marks in 2009, gravida ii in 2007, parity 2 in 2007, multiple caesarean sections in 2007, fibroids, gravida ii and parity 2 ((((B)(6) 2004 and (B)(6) 2007))). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menstrual periods began heavier and prolonged 11-12 days (used to lasted 7 days)"), abdominal pain ("cramps became more intense") and weight increased ("weight began to climb"). In 2012, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion hospitalization) and medical device discomfort ("tremendous discomfort"). On (B)(6) 2014, 5 years after insertion of essure, the patient experienced cervical cyst ("extremely painful cervical nabothian cysts") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, procedural pain ("painful and invasive procedure"), scar ("abdominal scarring"), vaginal haemorrhage ("I leaked brown blood for six months vaginally"), dysmenorrhoea ("unbearably painful menses"), mental disorder ("essure caused aggravated psychiatric and psychological conditions"), neck pain ("neck pain"), back pain ("mid and lower back pain"), arthralgia ("joints pain"), pain in extremity ("feet pain/arms, legs pain"), headache ("skull pain"), spinal pain ("spine pain") and musculoskeletal pain ("shoulder pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, procedural pain ("painful and invasive procedure"), scar ("abdominal scarring"), vaginal haemorrhage ("I leaked brown blood for six months vaginally"), dysmenorrhoea ("unbearably painful menses"), mental disorder ("essure caused aggravated psychiatric and psychological conditions"), neck pain ("neck pain"), back pain ("mid and lower back pain"), arthralgia ("joints pain"), pain in extremity ("feet pain/arms, legs pain"), headache ("skull pain"), spinal pain ("spine pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy via robotic laparoscopy). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, medical device discomfort, procedural pain, scar, cervical cyst, vaginal haemorrhage, dysmenorrhoea, nausea, mental disorder, pain, neck pain, back pain, arthralgia, pain in extremity, headache, spinal pain and musculoskeletal pain outcome was unknown, the dysfunctional uterine bleeding, genital haemorrhage and menorrhagia had resolved with sequelae and the abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cervical cyst, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, medical device discomfort, menorrhagia, mental disorder, musculoskeletal pain, nausea, pain, neck pain, pain in extremity, procedural pain, scar, spinal pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She took physical therapy, massage therapy, physical medicine, spinal injections, cortisone injections, chiropractic for pain all over, neck, mid and lower back, joints, feet, skull, spine, shoulders, arms, legs. She had used condoms as birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporters added, events location of the perforation: fallopian tubes, lower abdominal, bilateral persistent, cramping and torsion/ lower right abdominal cramping, shooting, twisting, essure caused aggravated psychiatric and psychological conditions, abdominal scarring, extremely painful cervical nabothian cysts, leaked brown blood for six months (vaginally) nonstop, pain all over, neck, mid and lower back, joints, feet, skull, spine, shoulders, arms, legs and uterine ablation unsuccessful were added surgery total hysterectomy (removal on entire uterus and cervix) and bilateral salpingectomy via robotic laparoscopy was added for event fallopian tubes perforation. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: fallopian tubes"), dysfunctional uterine bleeding ("my period continued non stop for three months in the form of spotting/dub/bleeding") and post procedural haemorrhage ("I experienced a hemorrhage after the essure was removed/ I suffered a hemorrhage and bled profusely/ nonstop bleeding") in a 41-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stretch marks in 2009, gravida ii in 2007, parity 2 in 2007, multiple caesarean sections in 2007, fibroids, gravida ii, parity 2 (((on (B)(6) 2004 and (B)(6) 2007))) and penicillin allergy. Concurrent conditions included hysterectomy since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menstrual periods began heavier and prolonged 11-12 days (used to lasted 7 days)"), abdominal pain ("cramps became more intense") and weight increased ("weight began to climb"). In 2012, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion hospitalization) and medical device discomfort ("tremendous discomfort"). In (B)(6) 2012, the patient experienced surgical failure ("uterine ablation unsuccessful"). On (B)(6) 2014, 5 years after insertion of essure, the patient experienced cervical cyst ("extremely painful cervical nabothian cysts") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, procedural pain ("painful and invasive procedure"), scar ("abdominal scarring"), vaginal haemorrhage ("I leaked brown blood for six months vaginally"), dysmenorrhoea ("unbearably painful menses/ extremely painful cramps"), mental disorder ("essure caused aggravated psychiatric and psychological conditions"), pain ("pain all over"), neck pain ("neck pain"), back pain ("mid and lower back pain"), arthralgia ("joints pain"), pain in extremity ("feet pain/arms, legs pain"), headache ("skull pain"), spinal pain ("spine pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy via robotic laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, weight increased, medical device discomfort, procedural pain, scar, cervical cyst, dysmenorrhoea, nausea, mental disorder, pain, neck pain, back pain, arthralgia, pain in extremity, headache, spinal pain, musculoskeletal pain and surgical failure outcome was unknown, the dysfunctional uterine bleeding, post procedural haemorrhage and menorrhagia had resolved with sequelae, the abdominal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, arthralgia, back pain, cervical cyst, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, headache, medical device discomfort, menorrhagia, mental disorder, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, post procedural haemorrhage, procedural pain, scar, spinal pain, surgical failure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She took physical therapy, massage therapy, physical medicine, spinal injections, cortisone injections, chiropractic for pain all over, neck, mid and lower back, joints, feet, skull, spine, shoulders, arms, legs. She had used condoms as birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Outcome of vaginal haemorrhage was changed from "unknown" to recovered. Event genital hemorrhage was updated to post-procedural hemorrhage. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033189) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: fallopian tubes"), dysfunctional uterine bleeding ("my period continued non stop for three months in the form of spotting/dub/bleeding") and genital haemorrhage ("I experienced a hemorrhage after the essure was removed") in a 41-year-old female patient who had essure (batch no. 629299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included stretch marks in 2009, gravida ii in 2007, parity 2 in 2007, multiple caesarean sections in 2007, fibroids, gravida ii, parity 2 (B)(6) 2004 and (B)(6) 2007) and penicillin allergy. Concurrent conditions included hysterectomy since august 2012. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menstrual periods began heavier and prolonged 11-12 days (used to lasted 7 days)"), abdominal pain ("cramps became more intense") and weight increased ("weight began to climb"). In 2012, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion hospitalization) and medical device discomfort ("tremendous discomfort"). On (B)(6) 2014, 5 years after insertion of essure, the patient experienced cervical cyst ("extremely painful cervical nabothian cysts") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, procedural pain ("painful and invasive procedure"), scar ("abdominal scarring"), vaginal haemorrhage ("I leaked brown blood for six months vaginally"), dysmenorrhoea ("unbearably painful menses"), mental disorder ("essure caused aggravated psychiatric and psychological conditions"), pain ("pain all over"), neck pain ("neck pain"), back pain ("mid and lower back pain"), arthralgia ("joints pain"), pain in extremity ("feet pain/arms, legs pain"), headache ("skull pain"), spinal pain ("spine pain"), musculoskeletal pain ("shoulder pain") and surgical failure ("uterine ablation unsuccessful"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy via robotic laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, weight increased, medical device discomfort, procedural pain, scar, cervical cyst, vaginal haemorrhage, dysmenorrhoea, nausea, mental disorder, pain, neck pain, back pain, arthralgia, pain in extremity, headache, spinal pain, musculoskeletal pain and surgical failure outcome was unknown, the dysfunctional uterine bleeding, genital haemorrhage and menorrhagia had resolved with sequelae and the abdominal pain outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, cervical cyst, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, medical device discomfort, menorrhagia, mental disorder, musculoskeletal pain, nausea, neck pain, pain, pain in extremity, procedural pain, scar, spinal pain, surgical failure, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that use of essure caused or aggravated any psychiatric and/or psychological condition. She took physical therapy, massage therapy, physical medicine, spinal injections, cortisone injections, chiropractic for pain all over, neck, mid and lower back, joints, feet, skull, spine, shoulders, arms, legs. She had used condoms as birth control diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.